Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful. File #:(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).